Manufacturer narrative:
Product analysis:the inferior shaft is broken at the pivot pin. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The above observations are consistent with overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016, patient underwent discectomy for intervertebral disc herniation at l5/s1. Intra-op,pin that supports functional part of micro pituitary was broken. Fragments did not remain in patient¿s body. No patient complications were reported due to this event. Follow-up received on 10 feb 2016: lower jaw of the rongeur got broken. No fragments remained in the patient. Surgeon wanted to know were there any product problem. Updates received on 16 feb 2016: a pin that supports for functional part of rongeur has broken off. Post-op xp and CT did not show any pin; the pin of rongeur was broken off when surgeon was going to use it for pulling off herniated disc that entered into posterior longitudinal ligament; the rongeur had not been inserted yet when it got broken, so no fragment was remained in surgical field as far as surgeon confirmed; surgeon required us to get spliers opinion whether it was caused by wear overtime or overload; surgeon had a question about the length of general service life of this instruments.